Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for out of tolerance subthreshold lead impedance on (B)(4)-2010 09:00:08. Daily pace impedance trend data shows a small increase for ventricular pace bi impedance=893 to 1045 ohms between (B)(4)-2010.

Event description:
It was reported by the patient that the lead integrity alert has been sounding every four hours. Upon review of the carelink transmission the right ventricular lead impedance was noted to have risen to greater than 1000 ohms. The lead remains in use. No patient complications have been reported as a result of this event.